Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the returned quik-combo therapy cable assembly. It was observed that the apex high voltage wire was broken at the strain relief of the electrode connector causing an electrically open circuit. The broken wire prohibited the recognition of the defibrillation therapy leads.

Event description:
It was reported that the customer's device would no longer recognize the connection through the defibrillation therapy leads. This would not allow the device to deliver defibrillation energy to a patient, if needed.there was no patient use associated with the reported failure.